Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The screw is broken along the threads creating three pieces approximately 6mm from the distal tip, confirming this complaint. Because of the location of the break along the distal threads the root cause is most likely off axis insertion, which would direct the screw to the walls of the tunnel instead of inside the graft, giving it no place to travel, forcing it to break. This would also explain the broken sheath. However, the sheath was not returned so it cannot be evaluated at this time. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-53601.

Event description:
It was reported by an affiliate that during an unknown procedure the biointrafix screw broke while screwing, the sleeve itself is also crumbled. A new screw and sleeve was used.